Event description:
On (B)(6) 2019, the customer sent in additional log files and stated patient having pump stops. Technical services reviewed the submitted log files and confirmed pump stop on (B)(6) 2019 while on battery power. Also noted a transient low flow on (B)(6) 2019. Technical services informed the customer it could be the start of a progression into a phase to phase short. It was recommended to keep the patient on an ungrounded patient cable until further treatment can be rendered. The patient underwent a pump exchange on (B)(6) 2019. It was reported the pump will return for investigation. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 2 years, 5 months. The patient remains ongoing with the device; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a low speed advisory on (B)(6) 2019. Technical services reviewed the submitted log files, and although pump decelerations were confirmed, there is not enough evidence to determine the exact cause. The event took place while the patient was connected to a grounded power source. This behavior can be indicative of potential issues with the percutaneous lead (driveline). It was reported the patient's ldh levels were within normal limits. X-ray images of the patient's driveline were submitted and a few areas of potential concern were identified. Technical services performed a distal end percutaneous lead replacement on (B)(6) 2019. The entire external portion of the driveline was replaced with no issues. Following the replacement, no additional pump decelerations were immediately noted. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was to be monitored overnight and discharged if no more alarms occur. Additional information received 09apr2019 reported the patient was not symptomatic. No cause of the low speed advisories has been identified. No further low speed operations have occurred following the driveline replacement. Plan of care is continued close monitoring in clinic visits. No additional information was provided.

Event description:
The patient tolerated the exchange well on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported event. Additionally, evaluation of the submitted log file confirmed an isolated low flow event; however, a direct cause for the event and a direct correlation between the investigation findings could not be conclusively determined. (B)(4) was returned assembled with the driveline cut approximately 2 inches from the pump housing, a middle segment measuring approximately 20 inches was returned, and a distal segment measuring approximately 22 inches was returned. A driveline repair was previously performed and approximately 13.5 inches of the replaced portion of driveline was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump. The replaced segment of the driveline was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment, middle segment, and distal segment of the driveline that were returned with the pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The silicone sleeve, bionate layer, and metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the middle portion of the driveline revealed a breach to the insulation of the brown wire at approximately 3.5 inches, and 13 inches from the pump housing, as well as a breach to the insulation of the yellow wire at approximately 3.75 inches, 4.5 inches, and 13.25 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The proximal segment, remaining portion of the middle segment, as well as the distal segment of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed operation events, which were confirmed through analysis of log file (B)(4), could have resulted from a short to shield if the exposed conductor from either the brown or yellow wire made contact with the braided shield while the patient was operating on the power module while on a grounded patient cable. The pump stoppage, which was confirmed through analysis of log file (B)(4), would have resulted from a phase to phase short if the exposed conductors from the brown and yellow wires made simultaneous contact with the metal braided shield while the patient was operating on batteries. The patient remains ongoing on the replacement device. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Driveline damage due to wear and fatigue was referenced for risk management per complaint (B)(4). Driveline wire damage has been addressed in risk management. No further information was provided. The manufacturer is closing the file on this event.